Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Other sites have not been studied and are not approved.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother described the skin reaction as a red, hot, puss-like, infection. Patient's mother treated the rash with a topical antibiotic ointment that was prescribed on (B)(6) 2015. No additional event or patient information is available.